Event description:
The patient is a (B)(6), dob (B)(6), female admitted to the medical center on (B)(6) 2011 for treatment associated with a 40% total body surface burn. On (B)(6) 2011, blood cultures drawn were positive for e-coli and IV antibiotic treatment was ordered; cefazolin 2000 mg q 8 hours. New IV tubing was hung on (B)(6) 2011. On (B)(6) 2011, staff noticed that although the medication was flowing from secondary set as it should with appropriate setup, it was flowing into IV maintenance bag rather than infusing through the alaris pump and into the patient. IV pump was replaced and the same problem still existed. Next staff replaced the IV set with a new set of tubing and the medication was delivered as ordered. Staff felt like the problem was with the IV tubing set possibly an issue with the back check valve that suppose to prevent fluid from a secondary bag from flowing into a primary bag.